Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 pockets in rows b and c not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 pockets in rows b and c was not detected on bus due to debris inside cubie trays. The field service engineer removed all pockets and cleaned out debris and foil from inside the cubie trays. Cycled the trays, and all rows were successfully detected in main drawer 6. The system functioned as intended after the field service engineer repaired the device.